Event description:
Ihc instrument malfunction. Intermittent failure to dispense antibody onto tissues (slides). Antibody h. Pyl dispensed appropriately onto control slide which performed as expected. However, antibody failed to dispense onto pt's tissue. Control performed as expected and appeared to be negative. Upon case review, pathologist ordered retest which was positive.(B)(4) determined faulty programming of dispensing volumes to be root cause of false negative. Volumes were programmed that were inconsistent with (B)(4) minimum volume requirements.